Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis (fa). Fa could not verify the reported event, and no physical damage was observed. The conductor wire and snake wrist cable were securely intact. All 7 ceramic dots were installed inside of the jaws. There was no damage to the snake wrist. The blade was manually extended and retracted without any issues. There was no damage to the blade. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The vse instrument moved intuitively with full range of motion in all directions on several attempts. The instrument was fully functional. There was no problem detected.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was not releasing tissue and when the tissue was released, there was an error displayed. No known impact or patient consequence was reported.